Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation stated, "the strike plate on the shoulder tray impactor fractured off as stated in the complaint. Product likely failed due to excessive and off center strikes on the impactor plate. The strike plate on the instrument also shows signs of wear and tear from usage." DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive force used intraoperatively. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
As the surgeon was impacting the mini baseplate implant, the handle of the strike plate fractured off. No pieces fell into the patient.